Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedances measurements were noted when it comes to this right ventricular (rv) lead and device. High pacing thresholds were noted. Insulation damage was noted visually. This rv lead and device were explanted. The rv lead will be returned, while the device will not be returned. No adverse patient effects were reported.